Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead had dislodged. The rv lead triggered a lead noise warning and exhibited high thresholds, no capture, oversensing, and sensing integrity counter (sic). It was also noted that on the rv tip to rv coil electrograms (egm), a pace was delivered, then unrelated to that pace, conduction from the left ventricular (lv) lead was seen. It was noted that the patient was hooking up a trailer at about the time the device initially toned, but claimed they only "backed up to it" and "used their hip to get it in location" while the neighbor lowered the jack. A chest x-ray was taken and it was reported that the right atrial (ra) lead had no slack and the rv lead is no longer on the septum. In addition, it was noted that the implantable cardiac resynchronization therapy defibrillator (crt-d) had migrated down the chest wall. Detections were programmed off. The crtd and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the rv lead was repositioned in the rv septum and the device was sutured to the muscle. Both the rv lead and device remain in use.

Event description:
It was reported that the right ventricular (rv) lead had dislodged. The rv lead triggered a lead noise warning and exhibited high thresholds, no capture, oversensing, and sensing integrity counter (sic). It was also noted that on the rv tip to rv coil electrograms (egm), a pace was delivered, then unrelated to that pace, conduction from the left ventricular (lv) lead was seen. It was noted that the patient was hooking up a trailer at about the time the device initially toned, but claimed they only "backed up to it" and "used their hip to get it in location" while the neighbor lowered the jack. A chest x-ray was taken and it was reported that the right atrial (ra) lead had no slack and the rv lead is no longer on the septum. In addition, it was noted that the implantable cardioverter defibrillator (ICD) had migrated down the chest wall. Detections were programmed off. The ICD and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.